Manufacturer narrative:
The pinnacle sl300 was not returned for evaluation. The information currently available to harmar is that the unit was originally installed by one dealer on (B)(6) 2025 and was in use for 6 months by the original owner. It was then uninstalled sometime on (B)(6) 2025 and re-installed by a second dealer at a different residence where the impacted end user resided. Based on currently available information, it is unclear what may have caused the device to suddenly descend during operation as reported. Should additional information become available, a supplemental report will be submitted as necessary in accordance with 21 cfr 803.56. This report does not constitute an admission or conclusion by the manufacturer or FDA that the manufacturer or its device caused or contributed to the event described in this report.

Event description:
It was reported that when the end user was riding the pinnacle sl300 up the stairs, the chair descended abruptly near the top of the staircase, thrusting the user onto the floor. It was also reported that the end user experienced humeral, rib, and ankle fractures and a degloved lower right leg requiring hospitalization and had surgery to reduce the ankle fracture. The reporter stated that the sl300 was installed at the end user's residence on (B)(6) 2025, and the event happened approximately 30 minutes after the installation.